Event description:
A device in use in the special care baby unit (scbu) for an unknown time was connected to an umbilical arterial catheter (uac) line. The device was found to be broken in the baby's crib when a blood sample was taken from the uac line. There had been no samples taken from the area of the device, and the user noted that it would probably not have been caused by the baby moving, being restless as the scbu unit generally is not dealing with babies who would be large enough/strong enough/heavy enough to cause this damage in an accidental manner. No patient sequelae were reported.